Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action h3 other text : device has been serviced.

Event description:
It was reported that 8 large volume pump (lvp) display boards need to be replaced for dim segment and missing segment. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 8 large volume pump (lvp) display boards need to be replaced for dim segment and missing segment. There was no reported patient involvement.